Event description:
Received belotero injection to bilateral tear troughs. Resulted in festoon like swelling under both eyes. Required two separate injections of hylanex and one additional of vitrase to attempt to mitigate. Right eye resolved after injections. Left eye continues to have a area in tear trough that is edematous and bubble like in appearance 3 years post. Received belotero injection at (B)(6). Lot number 321350, expiration 5/9/2020. I have medical records.